Event description:
New information notes that the patient had come into clinic for a check when the right ventricle lead had exhibited failure to capture and low sensing and when x -ray confirmed lead dislodgement. The right ventricle lead was later explanted and replaced. Patient was stable.

Event description:
It was reported that the right ventricle lead exhibited failure to capture and low sensing. X -ray confirmed lead dislodgement. No intervention was performed. Patient was stable.